Event description:
This report is based on information provided by customer and has been investigated by the philips complaint handling team. Philips received a complaint on the product ID m3535a indicating that the devices is not functioning. Based on the information available and the testing conducted, the cause of the reported problem was a power cable failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power cable, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.